Event description:
It was reported that the procedure was cancelled. A rotablator console was selected for use. The patient was sedated. The physician noticed that during preparation, the device was leaking gas. The procedure was not completed due to this event. No complications were reported and the patient was stable post procedure.